Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2015 with the following findings: a review of the pump¿s black box showed no cs 162 loss of prime warnings. During investigation, the rewind, load cartridge and prime steps were performed successfully with no alarm; the pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.